Event description:
No further event information at the time of this report.

Manufacturer narrative:
It was determined that this event was reported under the incorrect manufacturing facility number. No further reports will be submitted under this MFR number. The event will be reported under MFR-0002023141-2018-00899.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the unknown healing abutment would not seat onto the implant. An impression coping was placed instead.